Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 23-apr-2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and weight within specifications. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma - late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "concern for bia-alcl," and "a late seroma." Device has been explanted.